Event description:
It was reported that customer was unable to complete load sequence and that rack pushrod on pump appeared deteriorated. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.